Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with l4-5 disc degeneration underwent anterior lumbar interbody fusion. Intra-op, cage was broken during repositioning and impaction and fractured through anterior side of the implant where the inserter sits in the implant. No fragments of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: material deformation around and thread damage within threaded holes consistent with bend stress overload as the mechanism of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.